Event description:
It was phoned in by the sales rep that the intraclude aortic device, icf100 was prepped per IFU without concerns, inserted into the patient and experienced difficulty with inflation upon placement of the device. The balloon was found to be leaking and there was a pinhole reported. The icf100 was replaced with a new icf100 and the procedure completed as planned. There were no reported patient injuries.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
It was reported that the intraclude experienced difficulty with inflation upon placement of device. No patient injuries were reported and the intraclude was able to be replaced and the procedure completed as planned. Evaluation: the balloon was inflated with water and 3 pin holes were noticed upon inflation of the balloon. Visual inspection of the balloon revealed that the pin holes originated along the path of multiple deep scratches in the balloon's surface. Manufacturing records were not reviewed. The lot number was not provided by the hospital. However, a typical receiving record of the balloons are free of cuts, tears, pinholes, or other physical damage. The root cause was unable to be determined; it is possible that the customer may not have wetted the balloon during insertion causing excessive friction between the introducer and the balloon. Complaint history for the past two years were reviewed and the complaint trend is in control. The labeling, risk control measures, and IFU provides adequate instruction and warning to prevent damage to the balloon during insertion of the balloon through the introducer. Trends will continue to be monitored through the edwards quality system.